Event description:
During the atrial fibrillation procedure, when the sheath was introduced, blood was leaking from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.